Event description:
Field specialist reported that foot switch was upgraded and after the upgrade, system was recycled, and smoke presented from foot switch and cord became very warm. There was no patient involvement.

Manufacturer narrative:
Inspection and analysis of the footpedal was performed. Visual confirmed that there were no damages to the footpedal or footpedal cord. Footpedal was connected to a demo signature system and functionally tested. Upon initial boot-up, no smoke or cable over-heating was observed. The system was cycled on and off a second time and left connected to the demo unit for 30 minutes continuously, without any smoke or the footpedal cable becoming overheated. The reported issue of smoke and overheated cable could not be reproduced. All pertinent information available to amo has been submitted. Placeholder